Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, of a detached sensor wire that was retained in the patient's skin. The sensor was inserted at the arm on (B)(6) 2017. Patient's mother reported that sensor was pulled off patient's arm when he removed his jacket. Patient's son went to the school nurse. Neither patient or nurse visualized the sensor wire at the skin side of the sensor pod, or sticking out of the patient's arm. Patient's mother reported that an x-ray was performed on the patient's arm. Patient's mother stated that the radiologist did not visualize the sensor wire on the x-ray. Patient's mother alleges that despite no findings in the x-ray exam, she believes the sensor wire is retained in the skin. Patient's mother reports that there are no symptoms indicative of an inflammatory reaction or infection. At the time of contact, patient has light discomfort. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.